Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Final analysis of the stimulator revealed no anomaly found. Final analysis of the adaptor revealed no anomaly found. Final analysis of the accessory kit revealed no anomaly found. Final analysis of the both extensions revealed no significant anomalies found. The extension bodies were cut through and the product was segmented.

Event description:
It was reported, the device was replaced because, it was near "end of service." An adaptor was used during surgery, and this added device bulk in the implant site. A smaller / direct connect alternative was requested. No patient injury/adverse event were reported with this surgery. About 7 weeks later, a "shocking sensation" when patient moved his left arm or palpated the device implant site was reported. Normal impedances were reported. An x-ray was performed, but it "showed nothing significant." A revision surgery was performed about 3 weeks after these tests. During the surgery, impedances over 40000 on contact 6 were reported. It was reported, the extensions, the pocket adaptor, and the neurostimulator were replaced. Impedances on the new implants were reported as normal, and the shocking sensation was not able to be replicated. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 7482a51 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension product ID, 7482a51 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension product ID, 7436 lot# serial# (B)(4), product type programmer, patient product ID, 7428 lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: 2012 (B)(6), product type implantable neurostimulator product ID, 64002 lot# n283000, implanted: 2012 (B)(6), product type adapter product ID, 3550-29 lot#, product type accessory product ID 3387s-40 lot# v230715, implanted: 2009 (B)(6), product type lead product ID, 3387s-40 lot# v227370, implanted: 2009 (B)(6), product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete.